Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system was exhibiting high out of range right ventricular (rv) shock lead impedance measurements. The patient had exhibited a jump above 200 ohms, as well as an gradual increase. Technical services (ts) was consulted and recommended further testing. This crt-d system remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system was exhibiting high out of range right ventricular (rv) shock lead impedance measurements. The patient had exhibited a jump above 200 ohms, as well as a gradual increase. Technical services (ts) was consulted and recommended further testing. This crt-d system remains in service. No additional adverse patient effects were reported. This lead was eventually explanted due to a therapy upgrade.

Manufacturer narrative:
The proximal segment of the lead was returned to our post market quality assurance laboratory, severed approximately 105 mm from the terminal end. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.